Event description:
Failure code 570:320:544:0000. The event was reported to have occurred before use. The hospital representative stated they have no record of any patient incideng involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographic, medication involved, or device programming.